Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was on a camp trip about 8 hours away from home. The cgm was reading low and during this time, they did not feel symptomatic. The patient stated their bg meter was not working at the time so they were unable to measure their bg. The caregiver at the camp took the patient to the hospital. At the hospital they took a blood glucose reading which was 600 mg/dl and the patient was treated with one dose of zofran, insulin and fluid as the patient was dehydrated. The patient was discharged after 8 hours. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.